Event description:
Healthcare provider called to report a right deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed opening on the anterior side assessed as unidentified (tear) opening.(shell thickness was within specification). Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider called to report a right deflation. The device has been explanted and replaced.